Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced repeated "alert 41" restart errors while setting up the ilet during initial training with clinical decision support (cds). The device could not rewind, leading to replacement of the ilet. Cds assisted with setup, and the new device functioned without issue. Blood glucose (bg) was 196 mg/dl. The user's lowest blood glucose (bg) recorded was 196 mg/dl. Bg was corrected by setting up a new ilet. No symptoms or medical intervention were reported during the event and at the time of call.